Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced a hard time speaking and felt unstable. So the patient consulted his endocrinologist and they took the values; the cgm was reading 72 mg/dl and the bg reading was 600 mg/dl or above. Before the values were taken the patient was trying to increase his blood glucose based on the cgm reading that was showing low glucose values. And then the patient started feeling dizzy and was shaking. The patient was treated with IV fluids by the endocrinologist and he was not admitted to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.